Event description:
A hospital reported via our distributor that a moderate-temperature burn (blister) was found on the pt's left arm where the tube of an rt204 adult breathing circuit had directly touched for one hour and ten minutes, while being covered by a towel blanket. It was reported they forgot to hang the circuit on the stand arm.

Manufacturer narrative:
The returned breathing circuit was electrically tested and visually inspected. We followed up for further information regarding this event, but none was forthcoming. Results: the returned breathing circuit operated correctly during the electrical resistance testing. No evidence that the breathing circuit had overheated was observed during the visual inspection of the returned breathing circuit. A lot check revealed no other similar complaints for this lot number. It was reported that the breathing tube was contacting the pt for approximately 1 hour and 10 minutes and that the breathing circuit was covered with a towel blanket during this time. Conclusions: the returned breathing circuit operated correctly during testing and no evidence that the breathing circuit had overheated was observed during visual inspection. Without further information we cannot conclude how the reported moderate temperature burn/blister occurred. The rt204 adult breathing circuit user instructions state: "attention: avoid prolonged contact with the pt's skin". The user instructions also state: "warning: do not cover the circuit with materials such as blankets, towels or bed linen."